Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 366, 110, 59, and 71 mg/dl. Customer also re-tested within 10 minutes of result of 71 mg/dl and obtained result of 393 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.